Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. No further investigation will be performed or follow-up submission for this case as there is no alleged device related issue. Reference report: mw5182773. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report that reported the following information: a customer reported that they received a letter from abbott stating that some of their adc devices are defective and not reading accurately. In addition, the customer reported that they have two of the defective adc devices. There was no alleged issue with the adc device. The customer was contacted successfully, and reported that the concern has been resolved and that they still have the adc devices. There was no report of third-party treatment due to the adc device. Based on the information provided, there was no report of serious injury associated with this event.